Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was no more vibrating. Customer¿s blood glucose level was unknown. Insulin pump had crack around the reservoir compartment. Customer was changing battery frequently. The insulin pump will not be returned for analysis.